Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I, lot number 09362ui00, result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 09362ui00 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 09362ui00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Using worldwide field data, the performance of reagent lot 09362ui00 and associated sublots manufactured with the same material were evaluated and are performing similar to other reagent lots in the field confirming there was no systemic issue. No systemic issue or deficiency of the architect syphilis tp assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry= (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-27 that has a similar product distributed in the us, list number 02r98-25.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6), on (B)(6) 2020, initial result was 103.1 ng/l. A couple of hours later another sample from the same patient was collected, sample ID (B)(6), initial result was 1.9 ng/l. The clinician questioned the results, so both samples were repeated. Sample ID (B)(6) repeat was 1.4 ng/l and sample ID (B)(6) repeat was 2.1 ng/l. There was no impact to patient management reported.